Event description:
A couple of months ago, specific data not given, the account tested a pt sample with the abbott hivag-1 mono assay and obtained a negative result. The sample also gave a viral load of >300,000 by amplicor. The sample is from a known positive hiv-1 pt. An antibody test for hiv-1 was not performed. Further info has been requested from the account, but has not yet been received.